Manufacturer narrative:
Reported event: at the end of the pka case, while removing the final 3.2 x 80mm tibial pin, the tip broke off leaving a portion of the pin embedded in the patients right tibia. The mps observed " I caught a glimpse of the moment before the pin broke. I noticed that the doctor was applying a bit of pressure on the pin," this happened at the end of the just before implants were to be cemented. No harm was reported by the doctor. The case was extended by the doctor by approximately 10 minutes to take images of the site to see if he would be able to remove the pins. This was done after he had closed the main incision and the other 3 pin sites. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143080, lot number w44720 shows 4 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
At the end of the case, during the removal of the final tibial pin the 3.2x80 pin broke off. Leaving a portion of the pin embedded in the patient right tibia. I caught a glimpse of the moment before the pin broke. I noticed that the doctor was applying a bit of pressure on the pin, and the. Patient was a large male approx 6'4" the happened at the end of the just before implants were to be cemented no harm was reported by the doctor. The case was extended by the doctor. He chose to take images of the site to see if he would be able to remove the pins. This was done after he had closed the main incision and the other 3 pin sites. The case was extended by approx 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At the end of the case, during the removal of the final tibial pin the 3.2 x 80 pin broke off. Leaving a portion of the pin embedded in the patient right tibia. I caught a glimpse of the moment before the pin broke. I noticed that the doctor was applying a bit of pressure on the pin, and the. Patient was a large male (B)(6). The happened at the end of the just before implants were to be cemented no harm was reported by the doctor. The case was extended by the doctor. He chose to take images of the site to see if he would be able to remove the pins. This was done after he had closed the main incision and the other 3 pin sites. The case was extended by approx 10 minutes.